Event description:
It was reported that a female luer lock adapter with control-a-flo was cracked (connector leaking). This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on february 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was cracked. The reported condition was verified. The cause of the condition was due defective raw material during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.